Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010-, product type lead; product ID 3550-39, lot # n257041, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type accessory; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n257041, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type accessory. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n257041, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n257041, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. Product ID: 3550-39, explanted: (B)(6) 2014, product type: accessory. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received reported the patient had the system implanted on (B)(6) 014 and explanted on (B)(6) 2014. It was noted the patient had the system removed due to a "shocking sensation" even while depleted. It was noted the patient was not in a clinical study. No patient injury or patient death was reported. The patient recovered without sequela.

Manufacturer narrative:
Analysis summary: this ins was returned in the over discharge state. The ins functioned normally following the pmr (it was recharged and did pass the ngt final functional tester). After taking a closer look at the recharge schedule it was determined that the ins likely went into lock mode sometime in early to (B)(6) 2013. It is also likely that the ¿shocking sensation¿ was a direct result of the lead migration and not the ins (the ins being in an over discharge state since before (B)(6) 2014). Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The battery was at reduced capacity due to overdischarge. Analysis of the anchor (lot# n257041) found no significant anomaly. The titan anchor was separated. Analysis of the anchor (lot# unknown) found no significant anomaly. The titan anchor had cut silicon. Analysis of the leads (serial no. (B)(4)) found no significant anomaly. The lead body was cut through/segmented.

Event description:
It was reported that the patient was scheduled for an explant to occur on the day of this report. It was stated that the patient¿s system had been shocking her for approximately 6 months. It was stated that the patient had undergone a trial for a ¿pain pump,¿ after which she began experiencing shocking sensations. It was noted that the patient had not used or recharger her implantable neurostimulator (ins) in ¿quite some time.¿ it was further noted that the ins battery was dead. It was noted that the patient would experience the shocking when she was moving. It was stated that the patient¿s system had worked well before the shocking incident began. Additional information received reported that the explant went as scheduled. It was noted that nothing abnormal was found during the procedure other than the metal piece inside one of the titan anchors had come loose and was found in a location separate from the rest of the anchor. Additional information received reported that all of the patient¿s implants were removed. It was stated that one of the titan anchors had come apart, but the healthcare provider (hcp) was able to retrieve the intact metal piece from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.